Event description:
On (B)(6) 2011, pt and her son reported pt is receiving elevated blood glucose levels due to her infusion device displaying an e6 (mechanical error) message in the middle of the night and not being able to use the device. Pt's blood glucose levels was in the 520's mg/dl this morning and she is not feeling well due to the elevated blood glucose level. Pt stated she has already spoken with the doctor over the phone and he told her how to treat the elevated blood glucose level using an insulin pen. Had pt insert a new battery. Had pt remove the insulin cartridge and go through the change the cartridge function. Pt reported the e6 error message came up while priming the infusion device. Advised pt to switch to her backup infusion device. Pt stated her lips are numb and she needed to get off of the phone to call her doctor; stated she will have her son call back to set up the backup infusion device. On follow up, pt's son reported the infusion device is working now that they have a new battery. Son stated the pt was using old batteries earlier. Son reported the pt went to the hospital due to the elevated blood glucose readings and because of other complications; son did not mention what the other complications were. On follow up call on (B)(6) 2011, pt reported she was treated at the hospital; treatment received was not provided. Pt stated she does not have a normal blood glucose range because her blood glucose level is always elevated. Pt reported normal might be 200 mg/dl or lower. Pt stated she was only in the hospital for one day. Pt reported she is getting a rash all over her body and the doctor told her that is due to diabetes and high blood glucose. Pt stated the elevated blood glucose levels were due to the e6 (mechanical error) and she could not use the infusion device all day and got really nervous. Pt reported she does not use the infusion device to bolus. Pt stated she corrects elevated blood glucose levels with the insulin pen or shot. Pt reported she needs to check her blood glucose level because her lips are numb again. Pt stated her blood glucose level is 476 mg/dl and needed to get off of the phone to take a shot. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.